Manufacturer narrative:
Neither the device was returned to the manufacturer for evaluation. Films were supplied, however, analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, the patient underwent a total ankle replacement surgery. It was reported that the patient will undergo a revision surgery. No additional information is available at this time.